Event description:
Reporter received of delay in therapy due to cassette alarms which required multiple tubing changes. The customer states that the pump alarmed cassette when the tubing was first placed in the pump. There was a 30 minutes delay of a heparin drip for a pt had shortness of breath and was on oxygen. The customer reports the pt's condition did not deteriorate while waiting for the heparin infusion to begin. Their usual practice is not to give the heparin bolus until just before ready to begin the heparin drip. The bolus had not been given. It reportedly took multiple tubing changes before the heparin was initiated. No adverse pt effect.